Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitors on the 9800 system went dark and then the sys rebooted. There was no report of pt injury.